Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A visual inspection identified particulate matter on the film wrap of the stressmember plug. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle on the film wrap of the small volume intermate's stress member plug. The particulate matter was identified after the device was compounded with vancomycin, before use. There was no patient involvement. No additional information is available.